Event description:
During a diagnostic heart catheterization procedure with right radial access - after all pictures were done and we had discontinued use and removal of a sheath - the doctor noticed that it was twisted and kinked. The patient tolerated this well and was not affected. It was noted that the catheter was a little difficult to remove but no other issues.